Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a patient experienced left side ¿septated fluid surrounding the left saline implant suggesting intracapsular rupture¿, ¿multiple small cysts¿, ¿pain¿, and ¿swelling¿. The device remains implanted.